Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not reported. It was stated that the customer changed the infusion set two days before the hospitalization and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.